Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent ipg charging and was nonfunctional. It was also reported that the patient experienced inadequate stimulation and pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility preference.